Event description:
It was reported that damaged skin was observed on a pt. Add'l info received indicated that the site was checked/rotated every 2-3 hours. There were no add'l tapes used to keep the sensor in place. The pt was not under any medication(s) during the time of the event. She was at the infant warmer.

Manufacturer narrative:
The sensor involved in this event was returned for eval. The returned sensor passed all testing including a visual eval, continuity testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. The customer indicated that the sensor was in place for 2 to 3 hours.